Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2011, inratio: 3.3. Date: (B)(6) 2011, lab: 6.6. Pt self tester was instructed to stop taking coumadin after the 3.3 result in order to undergo a surgical procedure (ablation) two days later. A 6.6 value occurred on (B)(6) 2011, when the pt went into the hospital to undergo the ablation procedure. Pt did not undergo the surgery due to elevated inr.